Event description:
Approximately eight months post lvad implantation, the patient reported that he/she experienced an illegible display on the controller. A new controller was issued to the patient. There was no reported patient injury.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from the united states that the patient's controller had an illegible display on the controller. The device was removed from service and the patient was issued a replacement device. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Analysis of the device revealed that display board in the unit was found to be defective confirming the reported event. The root cause for the display error was found to be a defective display board within the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation.